Event description:
The customer reported to baxter healthcare regarding the clearlink buretrol solution set in which particulate matter was observed in the filter during infusion in the neonatal intensive care unit (nicu). Total parenteral nutrition (tpn) was being infused at the time the particulate matter was observed. The facility was recently re-educated on buretrol usage, however, the nicu is no longer using buretrol sets, they are only using non-buretrol sets. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).evaluation summary: the actual sample was received. The reported condition was confirmed by visual inspection during sample evaluation as clear non-plastic solid particles were found inside the drip chamber. The root cause of the reported condition is unidentified.